Event description:
Baxter (B)(4) received a report that for one (1) basal/bolus infusor for which "it was difficult to remove the pcm male luer from the infusor female luer." They forced to remove the male luer port from the female port, but it was "broken and stuck." It is unknown with what the device was filled. There was no patient involvement and no patient injury and medical intervention. The actual sample is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received the luers and small portion of the tubing in an opened foil pouch for evaluation. The infusor body was not returned. The reported condition of a broken protector cap inside the t-connector was confirmed. Visual examination of the luers noted the post from the t-connector cap was broken and stuck inside the t-connector. Additionally, both the protector cap and t-connector had indentations consistent with pliers or tool marks. Based on a previous complaint, a study was performed to confirm this root cause; this failure was confirmed to be caused by tightening the protector cap and the t-connector using a tool or pliers. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that a similar report was been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.